Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: a review of the black box indicated unexplained reboots had occurred. Visual inspection revealed that the battery compartment was cracked. There was no moisture/corrosion observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection; rebooting was duplicated with the returned battery cap. A test cap was able to secure properly. The pump was exercised for 24 hours using the test cap with no further power issues occurring. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).